Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that a defective stopper was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the customer states that the rubber plunger end inside the syringe is twisted, torn and broken therefore there was a risk of rubber particle¿s being introduced into the eye with the injection. The consultant ophthalmologist felt this was a risk and was unable to use the drug. As a result of this, the drug, eylea (aflibercept) had to be wasted as it was unsafe to administer to our patient. The cost price of this drug is £524.40. Please can you confirm if you have received any other similar complaints in relation to this product and lot number?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective stopper was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the customer states that the rubber plunger end inside the syringe is twisted, torn and broken therefore there was a risk of rubber particle¿s being introduced into the eye with the injection. The consultant ophthalmologist felt this was a risk and was unable to use the drug. As a result of this, the drug, eylea (aflibercept) had to be wasted as it was unsafe to administer to our patient. The cost price of this drug is (B)(6). Please can you confirm if you have received any other similar complaints in relation to this product and lot number?"